Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the insulin pump alarmed no delivery. The customer reported that the battery is dying and the cap is stripped out. The customer stated that she cannot remove the battery cap on her insulin pump. The customer reported that blood glucose was over 500 mg/dl. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. The customer just resumed her basal but did not change anything. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test. Device received with broken battery tube threads, stripped battery cap coin slot, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.